Event description:
It was reported to medtronic minimed that the customer had dropped the pump and it rattled with reservoir inside. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The sc1 cap does not lock properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, cracked lcd window, cracked keypad overlay, pillowing keypad overlay, detached retainer, broken reservoir tube lip and cracked battery tube threads. A test reservoir was used, and the pump was shaken. No rattling noise noted. Cosmetic damage at the reservoir compartment (rattling noise) was not confirmed, however, other cosmetic damage confirmed where cracked lcd window, cracked keypad overlay, broken reservoir tube lip, cracked battery tube threads and detached retainer was noted. Confirmed retainer ring damage during analysis. Reservoir unable to lock into place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.